Manufacturer narrative:
(B)(4).

Event description:
This lead had noise, oversensing and a rise in impedances and thresholds. The patient received inappropriate shocks and a fracture is suspected. There is no information as to a replacement lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. All fragments were received for analysis and were subjected to an extensive analysis. The visual inspection revealed multiple signs of wear along the lead fragments. In particular 31 cm proximal to the lead tip the lead body was found squeezed and deformed. The insulation was severely damaged in this region and the conductor cables were found pulled out of the lead and the coating of the conductor cable to the ring electrode was damaged. These damages can be considered as the root cause of the reported clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.